Event description:
At 2045 alarm sounded on pump disconnect, lined checked, pump returned to operational. At 2050 alarm sounded, pump failure. Lines checked flecks of blood found. Tried to reinflate, pump failed. Device removed. Call to manufacturer so product could be returned. Dates of use: 10 hours, in 2008.